Manufacturer narrative:
(B)(4). An alarm indicative of a potential malfunction of the disposable cassette was identified. As the cassette was not returned and the lot number is unknown, a device analysis cannot be completed. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the home patient (hp) had a system error 2240 (air in line/set) on the home choice device during the dwell phase three of three of peritoneal dialysis therapy, the hp was connected. The registered nurse (rn) stated there were observed air bubbles in the heater bag. The technical service representative (tsr) assisted the it is unknown how the hp would complete therapy. There was no report of patient injury, medical intervention, or adverse event associated with this report. No additional information is available at this time.